Event description:
It was reported that the procedure was to treat a lesion located in the calcified left anterior descending artery. The 2.5x15 mm nc trek balloon could not be inflated higher than 12 atmospheres (atm) during the 3rd inflation of the balloon. The first and second inflations were at 8 and 10 atm. No resistance was felt during advancement of the balloon catheter to the lesion. Another balloon catheter was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Incorrect prep (balloon not submerged in saline prior to use). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was not confirmed; however, a tear in the shaft was noted. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the nc trek instruction for use (IFU) instructs to submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, failing to submerge the balloon prior to use does not appear to have contributed to the reported difficulties. Overall, the reported difficulties appear to be related to operational context. There is no indication of a product deficiency.